Event description:
A user facility reported that a disposable adminstration set, used with a curlin infusion pump, leaked at the in-line filter. There was no injury reported.

Manufacturer narrative:
Device eval. Engineering evaluated the returned administration set. A visual examination identified dried infusate around the perimeter of the in-line filter housing, at the bond between the upper and lower sections. However, when the set was pressurized with water, there was no leak observed at the filter or at any other location of the set. It appears that precipitated infusate most likely sealed off the leak at the filter. A conclusion for the apparent filter leakage cannot be made. Relative info has been provided to the filter supplier.